Manufacturer narrative:
Additional, changed, and/or corrected data: b5 d6b h6 clarification to initial medwatch h6: disregard a2303 improper or incorrect procedure or method, this will be unreported as it is not a serious event.

Event description:
The device has been explanted and will not be returned.

Event description:
Healthcare professional reported "ruptured", "implant rupture", "implant intact", "patient taken to or to replace ruptured implant. Upon opening incision implant was intact". Per operative report "baker iii capsular contracture" and "it was removed without difficulty and found to be entirely intact. There was a small amount of serous fluid in the pocket that drained spontaneously" and "an anterior capsulotomies was also carried out" and "the original, intact implant was replaced into the existing spaces without difficulty". This record is for right side. Device remains implanted. Device will not be returned.

Manufacturer narrative:
E1. Zip code: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii, improper or incorrect procedure or method.